Manufacturer narrative:
A united states customer contacted a siemens customer care. The customer indicated that quality controls were recovered within acceptable ranges on the day of event and this issue was isolated to one patient sample. Siemens further investigated the issue and determined sample integrity and preanalytical variables potentially contributed to the different results. Quality control was in range and no issues were noted with other patient samples. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00313 was filed for same patient for alternate dimension vista instrument.

Event description:
The customer reported that different calcium (ca) results were obtained on samples from the same patient across two dimension vista instruments. Initially, a patient sample was processed on an alternate dimension vista 500 instrument, recovering at < 5 mg/dl. The result was reported to the physician(s) with a warning that the laboratory suspected sample contamination, and the physician(s) questioned the result. MDR 2517506-2021-00313 was filed for this result. Since there was not enough sample to repeat testing, the customer ran a sample that was drawn 10 minutes earlier than the sample mentioned above for ca on the dimension vista instrument mentioned in this report. The ca result recovered higher, but was not reported to the physician(s). Then, the patient was redrawn and the new sample was processed on the initial dimension vista 500 instrument and the results recovered comparably to the initial results. These results were again reported to the physician(s) with a warning that the laboratory suspected sample contamination. Next, the customer repeated the new sample for ca on this dimension vista instrument, and the result recovered as <5 mg/dl. The patient was redrawn another time and the new sample was run on a non-siemens instrument for ionized calcium. The correct total ca result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00320 on 10-nov-2021. Additional information (11-nov-2021): siemens further investigated the issue and determined that the potential cause of the different total calcium (ca) results was due short sample aspiration. Quality control was in range and no issues were noted with other patient samples. The instrument is performing according to specifications. No further evaluation of this device is required.